Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. It was noted that the lead was previously capped. Lead will monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.